Event description:
During the end of c-section (md was closing incision), power went off and remained off for eight minutes. Power returned after ancillary services were notified. There was no resultant in injury to the mother or infant. Subsequent investigation disclosed that an electrician helper who was working on the panel at the time accidentally shut off the breaker for involved labor room while removing outer cover of panel. Staff were reinserviced on extra precautions which must be taken while working on critical care and life safety panels.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: unanticipated, power supply. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.